Event description:
It was reported that the pt is not able to wear her device as sound seems to cause painful sensations. Whenever testing a attempted, the pt rips the coil from her head. It was not possible to complete integrity testing.